Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-1110-02, serial: (B)(4), batch: 195355.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The explanted devices were discarded.